Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/28/2020. Corrected information: d2, d2b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/29/2020. Additional information was requested, and the following was obtained: there was no deficiency noted with ethicon products. The primary hypothesis was on wound dehiscence rates by two different closure methods and there was no difference noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (dermabond, monocryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (dermabond, monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics: citation: plast reconstr surg glob open 2019;7:e2189 doi: 10.1097/gox.0000000000002189 please see article attached. Events were submitted 2210968-2020-07336.

Event description:
Title: which stitch replacing anecdote with evidence in minor hand surgery the objective of this retrospective chart analysis was to determine the optimal suture type for skin closure following carpal tunnel release and trigger finger release (ctr) and trigger finger release (tfr) at palo alto veterans affairs health care system (palo alto, calif.) Of the 312 patients (292 males and 20 females) who underwent ctr and/or tfr from august 2016 to august 2018, 188 patients (177 males and 11 females; mean age of 64.9) used 4-0 monocryl with dermabond (ethicon, inc.; somerville, nj). Wounds were closed with one of the following techniques: interrupted deep dermal 4-0 monocryl with dermabond skin adhesive or mattress sutures with 4-0 nylon or 4-0 chromic. Based on a comparison of 30-day outcomes by suture type: dehiscence (monocryl 2.1%, n=4), and infection (monocryl 1.6%, n=3) were noted. Two patients had prompt antibiotic use in the postoperative period and 2 patients required additional procedures. In conclusion, the authors reported that along the spectrum of innovative ideas, choosing monocryl for the closure of open ctr and tfr incisions at pava represented a simple change that achieves the ¿triple aim¿ of improving the patient experience, improving health, and reducing healthcare costs.